Event description:
It was reported that intermittent occlusion alarms occurred. The customer reported using cold insulin. Tandem technical support informed customer that cold insulin is off label per the tandem user guide. The customer changed pump supplies to address issue. The customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.